Event description:
Medtronic received a report that two 20 mm concerto coils would not detach due to filament break, and one 15 mm concerto coil would not detach when it broke at its end. The patient was treatment for a gastrointestinal bleed. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that the two 20mm concerto coils would not detach because the filament in the detachment filament broke at hypo tube break indicator when attempting to manually detach the coils. There was not enough filament exposed to manually pull to detach the coils. The coils were removed without complication and no resistance occurred in the non-medtronic catheter during delivery or positioning. The concerto coil 15mm coil would not detach manually. This physician/account typically does not use the instant detacher. They prefer to manually detach coils. After these three coils did not deploy successfully, they went on to use several more concerto coils without complications. The physician did not attempt to detach using any instant detacher. Instead, there was a single manual attempt at detachment. Prior to coil non-detachment, no issues were encountered. No push wire damage was observed after removal from the patient. The event cause was not determined. There was no issue with the instant detacher. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received. The cause of the event was not determined, and there was no friction or difficulty during delivery or positioning. No resistance was encountered in any section of the catheter. The catheter was flushed according to the IFU, but it was not a medtronic product. The defect with the concerto coil was that the manual break detachment did not work; no instant detacher was used. No issues were encountered prior to the coil non-detachment, and no pushwire damage was observed after removal from the patient. Ancillary devices include a microcatheter: terumo 2.4fr progreat.

Manufacturer narrative:
H3: product analysis as found condition- the concerto device was returned for analysis within a shipping box, within a tyvek biohazard pouch, within a sealed plastic biohazard pouch, within its opened concerto inner pouch and within an introducer sheath. Two other concerto devices were also returned and will be addressed in pli-10 and pli-20. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. Two breaks were found at the break indicator. It is likely that a manual detachment was attempted at this location. The proximal segment (including the actuator interface and positive load indicator) was not returned for analysis. The proximal section of the distal pusher was found bent. No other damages were found with the concerto pusher. The coin was found still against the lumen stop. Blood was found under the ptfe shrink tubing and within the lumen stop. No damages or irregularities were found with the shield coil. The implant coil was found still attached to the pusher. The implant coil was found to be stretched/damaged with the polypropylene filament unbroken. The lumen stop was found undamaged. The coin was found undamaged. Testing/analysis ¿ a section of the pusher was broken, and the exposed release wire was retracted; and the coin did not exit the lumen stop as the release wire was found stuck. Under magnification, the ptfe shrink tubing was removed, and the blood was dissolved. The release wire was retracted, and the coin exited the lumen stop with no resistance encountered. The implant coil became detached. No other damages or anomalies were found with the returned device. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" was confirmed. It is possible the cause of the non-detachment is the blood found within the lumen stop and under the jacket causing the coin to become stuck within the lumen stop. It is not clear if the blood had coagulated during the procedure. The implant detached and release wire was able to be retracted once the blood was dissolved during analysis. The proximal release wire was found broken. It is possible the release wire broke due to retracting against resistance. The implant coil was found damaged/stretched, possibly caused by advancing against resistance or handling after retracted back out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.